Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurological stimulator recharger (insr) was not charging the implantable neurostimulator (ins). The patient also experienced a loss of stimulation in addition to their lips suddenly starting to shake in the past 2 days. Troubleshooting included verifying that the recharger was connecting to both of the implantable neurostimulators (ins) and confirming that both inses were currently charging. The consumer noted that one of the inses was depleted and the power was off. It was recommended that the device is charged back to half prior to turning the stimulation back on, then continuing to charge to completion. The consumer was redirected to the health care provider (hcp) if the symptoms do no resolve after turning the therapy back on. The patient's caregiver later inquired about improving the coupling while recharging as they were getting 0 coupling bars. It was confirmed that after repositioning the antenna, all 8 coupling bars were achieved; the ins was flashing in the last 25% charge level quartile. The consumer also noted that the previously reported shaking had been resolved on (B)(6) 2016 following the patient working with their granddaughter, manufacturer representative (rep), and seeing the health care provider (hcp). Follow-up with the hcp indicated that the loss of stimulation, recharger not charging the ins, and one of the inses being depleted were also resolved. Follow-up with the rep indicated that the devices were fully charged but somehow one of them was turned off. The rep also confirmed that the devices were fine when they interrogated them the following day; retraining on patient programmer usage was also provided. Please see report number 3004209178-2016-27180.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.